Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were scrolling and required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/04/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all button contacts.